Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735773, lot/serial number: unknown, product ID: 9735787, lot/serial number: unknown. A medtronic representative went to the site to perform a system checkout. The issue was replicated and the battery was hot to the touch. Fdm 10, fdr 120, fdc 4307 are applicable to the system checkout. Products 9735773 and 9735787 have not been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that during setup for a case, the navigation was plugged in and powered on and then the system powered down. The system was plugged into a known functional electrical outlet when it shut down. The system was swapped for another at the site. The system was pulled from the room and able to be powered on with no issue once plugged in outside of the room. There was no patient involvement. The site was able to replicate this issue at a later time. After the system was on for 17 minutes, it powered off. The battery was hot to the touch.

Manufacturer narrative:
Additional information: lot number of product ID: 9735773 is 1924 and lot number of product ID: 9735787 is 19230153. An additional system checkout was performed and found that a new battery pack and uninterruptible power supply (ups) were installed. After installation, the system remained on for over twenty minutes with the battery pack remaining cool to the touch. The system then passed the system checkout and was found to be fully functional. The battery and the ups were returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. No failure was found with either component while under testing. Method/result/conclusion codes are associated with the system checkout. Method/result/conclusion codes are associated with the returned components. If information is provided in the future, a supplemental report will be issued.